Manufacturer narrative:
Analysis received the unit with moisture damage on the keypad traces. However, all buttons function properly and no blank display anomaly were noted.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 260 mg/dl at the time of incident. The insulin pump will be returned for analysis.